Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated the battery is slowly going down. Pt clarified she is having to charge the ins twice a day for 2 hours at a time. Patient stated she felt "a major surge in stimulation" about a month ago while she was recharging the ins. Patient stated it was real strong and she told her husband it was charging real hard and then it calmed down a little but if she moved a little the surge sensation happened again. Pt stated the sensation was really strong. Pt stated that ever since then the ins battery charge has been decreasing more rapidly and it was just going to red in no time - within a few hours. Patient stated they met with a manufacturer representative a week after that and she did a couple of adjustments that did not work patient stated the adjustments made the battery charge decrease worse and patient had more pain so they went back to meet with the representative again about a week later and representative put the programming back to the original settings and intensity that it was on for the past year and a half. Pt stated she is charging the ins now for 15 plus minutes with good quality but the ins charge level is still in the red. Patient services (pss) reviewed it can take 2 hours to charge an empty ins complete. Pss is calling pt back in 30 min to check pt charge level. Patient verified she is showing excellent quality. Pt stated the ins battery is @ 40% pt feels this is not a normal charge duration. A new recharger was requested. Additional information received from a manufacturer representative (rep). It was reported the battery was interrogated on 7/3/23 and no impedance issues or error codes were presented. It was also noted that the patient was scheduled for a reprogramming.